Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the device could not be specified. There was no physical damage, where the foreign material was found. And there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU) sections below: gif-h185, operation manual chapter 3: preparation and inspection. Gif-h185, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found at the air/water tube and the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was reprocessed according to the device instructions before it was returned to olympus. In addition to the foreign material, visual examination found the following issues: the hand grip was scratched; the air/water cylinder was missing its color indicator; the suction cylinder was missing its color indicator; both directional knobs were scratched; the switch box was scratched; the light guide lens was cracked and scratched; and the connecting tube's coating was peeling off. During functional testing, the device's up/down directional knob had excess play caused by a worn angle wire. In addition, the illumination was poor due to breakages at the light guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.in addition to the foreign material, visual examination found the following issues: the hand grip was scratched; the air/water cylinder was missing its color indicator; the suction cylinder was missing its color indicator; both directional knobs were scratched; the switch box was scratched; the light guide lens was cracked and scratched; and the connecting tube's coating was peeling off. During functional testing, the device's up/down directional knob had excess play caused by a worn angle wire. In addition, the illumination was poor due to breakages at the light guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E2 marked in error.